Event description:
A nurse reported to baxter healthcare that one clearlink continu-flo solution set reportedly had no-flow, when adding a secondary infusion of an unspecified antibiotic. The secondary infusion was attached using an unspecified secondary medication set to the setup of an unspecified sigma spectrum pump, which was successfully running. The primary infusion was an unspecified lactated ringers being administered to a female obstetric patient scheduled for a cesarean section on an unknown date. The nurse stated that the event was "maybe in (B)(6)." The nurse stated that because, the patient would soon be going into surgery, the tubing was removed from the pump and "free hung." The nurse stated that the secondary set was then moved to a lower port on the same primary set and the infusion continued without further event. The nurse stated that there was no injury or adverse event that occurred. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.